Event description:
It was reported that a patient experienced fluctuating glucose while using the ilet, with patterns of manual insulin pauses multiple times per day, delayed restarts at very high glucose, and use of meal announcements as a correction strategy, which contributed to recurrent hypoglycemia and hyperglycemia; highest reported glucose was 250 mg/dl or higher, and device alerts for high or low glucose occurred. Symptoms included low glucose and high glucose. Outcomes included no hospitalization, no professional intervention, and no reported acute complications. Investigation included review of device data and call documentation, as well as a healthcare provider request for remote clinical training and a factory reset to re-educate on appropriate use. Investigation of this case revealed user interaction issues with the meal announcement and insulin pause features that led to overcorrection and glucose variability, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the primary contributors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.